Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a highest cgm reading of 400 mg/dl, confirmed by a glucometer at 410 mg/dl, while using a dexcom g7 and a teflon infusion set on the abdomen; the user had been pausing the pump to avoid lows and not announcing meals, which delayed therapy. Symptoms included dry mouth. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure and user interface interactions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.